Event description:
All the quick sets from this box did not deliver insulin to the body, as a result the pt suffered high blood glucose. On 01/23/2003 maersk medical a/s received the complaint and 4 unused sets and 2 used sets.